Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional (hcp) reported that patient was injected with 1 syringe of juvéderm® voluma¿ with lidocaine in the ck 1, 2, and 3. A month later, patient was injected with 1 syringe of juvéderm® voluma¿ with lidocaine in the ck 1, 2, and 3. About 11 months later, the patient experienced inflammation. According to hcp, the product has hardened presenting as granulomas by localized inflammation and redness. The clinical examination reveals the deposits of hyaluronic acid with their volume and limits due to the hardening of the product. Symptoms are ongoing. This is the same event and the same patient reported under abbvie complaint (B)(4); (emdr-(B)(4)). This MDR is being submitted for the second suspect product, juvéderm® voluma¿ with lidocaine.